Manufacturer narrative:
(B)(4) date sent to the FDA: 10/29/2015. (B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with robotic assisted total hysterectomy, rectocele repair and cystoscopy due to uterine and anterior vaginal wall prolapse. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 07/14/2017. Patient code:(B)(4) additional surgical intervention.

Manufacturer narrative:
It was reported that following the insertion the patient experienced infection, urinary problems, bowel problems, neuromuscular problems. It was also reported that the patient underwent mesh removal on (B)(6)2015 by dr. (B)(6) at (B)(6)university - (B)(6).

Manufacturer narrative:
Corrected information.